Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has been charging the ipg incorrectly. The ipg is now unable to connect with multiple external devices. The issue was confirmed by the sjm representative. Surgical intervention is planned to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information and patient¿s weight. Further information was requested but not received.

Event description:
Additional information indicates that patient's system was explanted on an unknown date in 2018 to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.